Event description:
The pt's caregiver reported a pt with discolored peritoneal fluid on (B)(6) 2015. The pt completed treatment per her physician's instructions on (B)(6) 2015. There was no reportable device malfunction. While at the clinic the following day on (B)(6) 2015 the pt was able to be drained properly with no fluid discoloration. The pt was treated prophylactically with vancomycin 1000mg intraperitoneal (ip) and gentamicin 35mg ip on (B)(6) 2015 for cloudy appearance of peritoneal dialysis culture and white blood cell count of 314 high, red blood cell count high although the culture was negative for aerobic and anaerobic growth after five days of incubation on (B)(6) 2015. The pdrn confirmed there were no complications or serious injury. No treatments were missed and the pt is currently receiving effective treatment.

Manufacturer narrative:
Based on medical review completed on 05/20/2015, medical records concluding summary of findings as event related to fresenius medical care (fmc) product(s): the peritoneal dialysis pt had two negative cultures but did have cloudy effluent which prompted prophylactic antibiotics. Based on the info provided, it is unk how fmc cycler could have contributed to this incident. There was no actual peritonitis diagnosis nor positive culture. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.